Manufacturer narrative:
The returned device was evaluated and was determined that there is no evidence that the device design or manufacturing process was the cause of the incident based on a review of the lot history and relevant components of the returned device. A video of the actual procedure was not available and therefore a definitive root cause could not be determined; however, the probable root cause for this incident is likely due to a surgical technique or use error based on: returned device found to meet specification, and user history of this physician as well as review of past similar complaints reported by other physicians, where videos of the procedure was provided, determined the incident occurred due to a surgical technique or use error.

Event description:
The physician using an omni device reported that the catheter got stuck and detached while retracting to perform the second half of the 360 degree canaloplasty procedure. The detached microcatheter was removed using forceps. There was no further injury reported.